Event description:
It was reported that the paramedics were called. The caller stated that customer is no longer on the insulin pump because three weeks ago she received no delivery alarms, and she was hospitalized for five days due to diabetes ketoacidosis and high blood glucose of 1300mg/dl. The customer stated that she injected herself with insulin on her own, and then she went to the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.